Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet device after insertion, with troubleshooting revealing that an incorrect pairing code had been used and that the user toggled the sensor settings before reentering the correct code. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included user interviews and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.